Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported issue ¿scope leaking detergent¿ could not be determined, as there was no scope defect/malfunction. The reported issue was related to the facilities oer-3 automatic endoscope reprocessor and not applicable to the scope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that an evis lucera elite gastrointestinal videoscope was insufficiently reprocessed due to a hole in an oer-3 endoscope reprocessor, causing leakage from the tank. No specific number of washes (cases) is available. There was no patient harm associated with the event. The report is linked to patient identifiers: (B)(6).

Manufacturer narrative:
The device will not be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.